Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A friend of the customer's called to report that the customer pulled their infusion sets out when their blood glucose reading was between 400 and 478 mg/dl; customer treated with a bolus. The first infusion set cannula was straight, while the other was bent. Customer was in the hospital for a hip injury. Caller declined to troubleshoot. Nothing was replaced or returned.